Event description:
The rep reported the device was used during a laparoscopic appendectomy. It was reported the atb35 misfired. The instrument would close properly but when the white handle was pulled there was a loud "crunching" sound. There were no formed staples. A second atb35 was pulled and it also behaved in this manner and a third atb35 was pulled to complete the case. There was no consequence to the pt.